Event description:
As reported, this pt underwent esophageal stent placement for occlusion of a concurrent esophageal fistula. At this time of the procedure, there was another stent already implanted within the lower third of the esophagus for esophageal carcinoma. The implantation of the ultraflex esophageal stent was without complication and the clinical outcome of the implantation was successful. Two days following this implantation procedure the pt developed bleeding, apparently in the esophagus although it is not confirmed exactly where or what the source of the bleeding was caused from. This info has been requested from this international customer and has not yet been received. The pt expired sometime after the bleeding ensued, on the same day. Based on the info that was provided, the extent of the pt's underlying condition may have contributed to the complications reported, although it is not known. This device is not available for evaluation, therefore no failure analysis is available. Without evaluating the device and without add'l details, the co is unable to determine the cause for this event at this time. However should further information become available a supplement under 6000050-2002-4 will be filed. The co's directions-for-use indicate: "potential complications have been reported in the literature for esophageal stent placement with esophageal prosthesis. These include, but are not necessarily limited to the following: bleeding, perforation as a potential procedural complication and death as a post-stent placement complication."